Manufacturer narrative:
(B)(4). The date of onset of the event of peritonitis was unknown. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. It was unknown if the patient was hospitalized for the peritonitis event. The treatment for peritonitis was with unspecified antibiotics (dosage, route and frequency not reported). The patient was recovering from the peritonitis. The pd therapy was ongoing. The patient was scheduled to undergo retraining on proper aseptic technique and also proper connect and disconnect techniques. Additional information was requested but was not available at this time.